Event description:
On (B)(6) 2010, boston scientific received a complaint of: during preparation the maestro pod was acting up showing system fault and not finding catheter. It was reported there was no patient complications. On (B)(6) 2010, we received a medwatch form from the user facility with this information: "the patient underwent monitored anesthesia care (mac) sedation and all the preparatory steps for the procedure. The ablation generator failed and the case had to be aborted. The patient was recovered in pacu and then discharged. The procedure had to be rescheduled for another day".

Event description:
On 09feb2010, boston scientific received a complaint of: during preparation, the maestro pod was acting up showing system fault and not finding catheter. It was reported there was no patient complications. On 23march2010, we received a medwatch form from the user facility with this information: "the patient underwent monitored anesthesia care (mac) sedation and all the preparatory steps for the procedure. The ablation generator failed and the case had to be aborted. The patient was recovered in pacu and then discharged. The procedure had to be rescheduled for another day".

Manufacturer narrative:
The following is a summary of our investigation performed on the reported maestro 3000 controller serial no. (B)(4) (MFR. Report # 3001236349-2010-00016) and the maestro 3000 pod serial no. (B)(4) (MFR. Report # 3001236349-2010-00015). Upon initial receipt, maestro controller passed the power-on self test. It passed all performance criteria of its final test procedures. Environmental stress testing at high and low temperature and high and low line voltage was also performed successfully. The investigation test results found the device performed as intended. The complaint of system fault was attributed to the maestro pod. Visual inspection of the pod found pins 11 and 12 were broken and missing, pin 10 was bent and pin 13 was pushed inward. These damaged can cause loss of electrical continuity and errors display that prevents initiation or continuation of rf delivery. Rough connection or incorrect orientation with excessive force while trying to connect or insert the pod cable connector to the maestro controller may have caused the physical damaged to the rf cable. Damages can also occur overtime with normal use.

Manufacturer narrative:
(B) (4) (surgical procedure aborted/stopped. (B) (4) (system failure to activate). Device evaluated by MFR. - device evaluation is still in progress. We have received the reported devices and product analysis are still in progress. We will submit a summary of the investigation once completed.